Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically switch off, restart and can become stuck in a boot loop.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically switch off, restart and can become stuck in a boot loop.